Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high. She stated that she wakes up with a high blood glucose and that it runs high after eating a small meal. The blood glucose reading was 309 mg/dl. The customer reported that the drive support disk appeared normal and recessed. The customer stated that there were no leaks or air bubbles, that the insulin looked clear and that that the insertion site was not sore or irritated. The customer was advised to remove the infusion set and reported that the cannula was straight. The customer reported that the insulin pump settings were correct. The bolus history displayed all entries. The insulin pump failed the high pressure test. The customer reported an air bubble in the reservoir. The customer was advised that the air bubble may have been a factor in the high blood glucose but to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.